Event description:
See initial report.

Manufacturer narrative:
H10: the affected device has been investigated at the manufacturer site. Deviation could be reproduced only once at the power up. Since it could not be reproduced afterwards, the exact root cause could be determined. The encoder board and the associated cable have been replaced as precaution.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) was giving an error code associated to a faulty encoder of the device. It is unknown when the problem was detected. There was no report of patient injury.

Manufacturer narrative:
H.10: the system was re-calibrated by a livanova technician and the issue occurred anyhow. The affected device was requested back to the manufacturer site for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.